Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing with resulted in pacing inhibition. An insulation breach was observed near the suture during the lead revision and was later confirmed through visual examination after explant. The noise was reproduced with isometrics. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was due to external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can.